Manufacturer narrative:
Corrosion was observed on the safety bar assembly.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device safety switch was stuck in the ¿fast¿ position, a condition which creates the potential for unintended activation.